Manufacturer narrative:
Vyaire medical complaint # (B)(4). Device evaluaion: g4, g7,h2, h6, h10. Investigation conclusion: the reported complaint was confirmed through the events log but not duplicated during the functional check. Result of investigation: solenoid failure.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was "vent inop". The customer advised there was no patient involvement associated with this event.